Manufacturer narrative:
No product was returned for inspection. A device history record review was performed on the device lot number and no related nonconformance¿s were noted for this complaint. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The allegation of a loosened screw was not confirmed and a probable root cause for the failure could not be determined. UDI number: (B)(4).

Manufacturer narrative:
Device has yet to be returned to manufacture for evaluation.

Event description:
The customer reported that the screw loosened in the patients mouth 6 weeks after placement. The screw in question was replaced with a new screw. The issue occurred with tooth (B)(6).